Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 (mg/dl). Juice and food were consumed to address bg levels. Recommendation was made to consult with a health care provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not recorded on (B)(6) 2016. User made bolus requests without entering current bg level and still having insulin on board (iob). Cartridge change was completed on (B)(6) 2016. There were no erratic basal rate changes. If user did not disconnect during "tubing fill" process of the cartridge change sequence, insulin would be delivered and could cause bg levels to drop. Making bolus requests without entering current bg levels and still having insulin on board (iob) could lead to a low bg event. There is no evidence of a pump failure.